Event description:
It was reported that during a laparoscopic sigma procedure, broken blade. Could be removed. No further information is available. It is unknown how the procedure was completed. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.